Manufacturer narrative:
Conclusion statement: user error contributed to the event.

Event description:
Per attorney allegedly poly broke and was revised. Right knee. Other components were allegedly found to be loose.